Event description:
The pt contacted lifescan alleging that their fast take meter was prompting the error 3 message. The mas spoke with the pt;however, before completing the conversation, the pt's phone disconnected. The mas attempted to call the pt back; there was no answer. A letter was sent to the pt. The pt routinely take humalog insulin 12 units before each meal and lantus insulin 28 units at bedtime. Pt also is on sliding scale insulin dependent on their meter readings. Three days ago pt took their am insulin and ate breakfast;20 minutes after breakfast their meter was result was 101 mg/dl, before lunch their reading was 92 mg/dl. Information was not obtained as to what dosages of insulin the pt took at lunchtime or later in the day. Pt obtained "a couple of results of lo" on the reported meter, indicating a blood glucose level 20 mg/dl; the specific times of these results was not provided. Pt ate food and/or drank beverage following use of the meter. Pt felt shaky, attempted to test and obtained error 3 message. Pt contacted emergency services. A result of 35mg/dl was obtained and pt was treated with an IV emergency. No further information was provided regarding treatment and/or hospitalization. There is insufficient information to indicate that she experienced injury and medical intervention due to the product. The customer care representative walked the pt through retesting and the error 3 message still appeared. Due to the unresolved error 3 message, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.